Event description:
The home pt (hp) reported feeling full, as if they were overfilled, while using the homechoice cycler for apd therapy. Hp reported they typically performs a manual drain prior to the start of their apd therapy, draining the last fill volume of 2000mls. Hp reported in 2001, they did not perform the manual drain but started their apd therapy with the last fill volume of 2000mls remaining in their peritoneum. Hp reported the homechoice cycler advanced from the initial drain into the fill 1 and delivered the programmed fill volume of 2000mls. Hp reported they felt full and placed the homechoice cycler into a manual drain, removing 1700mls. Hp reported continuing therapy into drain 1 where they drained an add'l 1105mls. Hp reported they still felt full after performing the 2 drains, however, due to fibrin blockages was unable to further drain and discontinued their apd therapy for the night. Both the hp and the hcp relate there was no pt injury or medical intervention as a result of this incident.